Event description:
A review of the programming history database identified a programming anomaly on (B)(6) 2014. A patient's device was programmed to unintended settings. The settings coincided with a faulted system diagnostic test and the settings were not corrected at the same programming session. The patient's next known programming session was on (B)(6) 2015 and the device was programmed back on. No final interrogation was performed as indicated in product labeling. No additional relevant information has been received to date.